Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 485 mg/dl, 486 mg/dl and 446 mg/dl. Customer also stated that insulin pump had critical pump error alarm. Customer stated that its beeping and now it picture of pump with book and arrow and its beeping. Customer also stated that insulin pump had multiple pump error alarm and they able to clear the alarm also able to complete pump rewind. Self-test was passed. Customer also stated that insulin pump had blank display and display was not blank less than 30 seconds. Customer stated that insulin pump did not turn off. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify critical pump error and pump error 68/49/4/23 due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.